Event description:
Allegedly patient underwent open reduction with internal fixation of right calcaneal fracture in 2007. Drill bit from darco(r) plate broke. The drill bit was retrieved by surgeon.

Manufacturer narrative:
Investigation is not complete. Event device code is addressed in package insert. Additional info has been requested from the surgeon. Trends will be evaluated. This report will be amended when the investigation is completed.